Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing due to a supraventricular tachycardia. Technical services advised no reprogramming considerations were made at this time. However, the health care professional provided an increase to the patient beat blocking medication has been completed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.